Event description:
It was reported that the patient underwent an anterior l3-s1 fusion using a peek spacer and rhbmp-2/acs mixed with allograft. Patient was diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. As a result, patient has required extensive medical treatment including an additional surgery on (B)(6) 2014. Patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: l3-s1 stenosis/ spondylolisthesis. For which, patient underwent following procedures: l3-s1 anterior lumbar interbody fusion; l3-s1 interbody graft placement; l3-s1 instrumentation; use of allograft chips and bone morphogenic protein. Instrumentation: synthes peek interbody cages, with buttress screw and washer. Per op- notes, " ..a size 15 mm trial was seen appropriate and was opened and allograft chips, and one third of a large bmp was placed within the peek spacer. The graft was malleted into space, under lateral fluoroscopy, and seen to be seen in good position. At this point, the l4-l5 and l5-s1 diskectomy and fusions were completed in similar fashion..". Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2011: patient presented with following pre-op diagnoses: l3 screw loosening. For which, patient underwent following procedures: bilateral l3 hardware removal; l3-s1 inspection of fusion; l1-l3 posterior spinal fusion; l1-l3 instrumentation; use of local bone graft; use of allograft chips and dbm; use of intraoperative and neurophysiologic monitoring. Per op notes, bilateral rods were removed after removing all the nuts and bilateral l3 screws were seen to be completely loose. At this point decision was made to extend fusion to l1 due to the lack of stability at l3, patient¿s comorbidities including obesity, smoking, and diabetes to give further stability to l1. .. Final fluoroscopy revealed good placement of instrumentation. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.